Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 2 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of break in aseptic technique, peritonitis with culture positive for aerococcus viridians and roseomonas gilardii, and drain pain in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2011, the patient contacted baxter technical services (bts) regarding a low drain volume alarm on the homechoice (hc) device and stated that he was having drain pain and wanted to bypass to fill. The patient stated the drainage was cloudy. The patient had been using unspecified heparin because he thought it was fibrin in the bag. The bts representative assisted in bypass to fill. Follow-up information was received on 25 jan 2012 reporting on (B)(6) 2011, the patient experienced peritonitis which was manifested by cloudy drainage and went to the emergency room (ER) for drain pain and cloudy drainage. The patient was started on antibiotic therapy which included vancomycin ip, gentamicin ip, and levaquin oral (doses and frequencies not reported). On (B)(6) 2011, the patient had recovered from drain pain without any intervention and the patient was sent home from the ER on the same day. The patient was recovering from peritonitis. The patient was retrained in aseptic technique. On an unreported date, the patient had recovered from break in aseptic technique. Dianeal therapies were ongoing. The nurse stated the peritonitis and drain pain were not related to dianeal therapy and did not comment on break in aseptic technique. The peritonitis was probably related to a break in aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd888131 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.